Event description:
A physician reported that while the cassette test was successful, the vitrectomy probe could not be cut at the start of the vitrectomy surgery. The surgery was successfully completed after replacing a new vitrectomy probe. There were no patient abnormalities.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch. The returned sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut and was found to be conforming for cut and non-conforming for actuation. The probe sample was disassembled, and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. The sample was retested for actuation with the probe driver and was unable to actuate. The engine assembly was disassembled, and the o-rings, spacer and diaphragm were all intact. The radio frequency identification (rfid) tubing was checked and was not observed to be occluded. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The root cause for the actuation failure is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as the reported cut failure was not confirmed and it appears that the observed actuation failure was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).